Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that (1) er320 instrument jammed during the firing cycle, (1) jaw of the er320 applier came off, and (1) clip of the er320 got dislodged from the jaws of the applier. The case was completed by opening and using another instrument. There was no consequence to the patient.